Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h10 for more details.

Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report was that when opening the package and placing the barrel, they [physician] observe that it only has 3 bands the barrel. Cook interpreted that information as bands prematurely deploying which is a reportable event. The facility responded to cook's request for additional information stating that the bands were not in the package. This changes the event to missing components which has not historically caused or contributed to a serious injury or death. Based on further quality and medical evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
In preparation for an esophageal variceal ligation procedure, the physician prepared to use a cook 6 shooter saeed multi-band ligator. It was reported that when opening the package and placing the barrel, they [physician] observed that it only has 3 bands the barrel [bands prematurely deployed in package]. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 3 bands were present on the returned barrel. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed and the set up process prior to deployment was executed and all parts operated as expected without premature deployment of the bands. The trigger cord was intact and was not broken. The trigger cord was measured between the knots and was within the tolerance. Six beads remained on the barrel and were retained under the bands. The remaining 6 beads were examined under magnification and found to be correctly filled and had no evidence of excess flash. The handle wheel movement was performed and the wheel functioned as intended. The multi-band ligator barrel was also able to be attached onto the end of the endoscope as expected. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.